Event description:
During an ankle fusion, the surgeon was inserting (3) 7.3 cancellous screws. The first one went in fine and the second one he noticed that the tip of the screwdriver broke. The surgeon did get all three screws in and complete the procedure and took intraoperative x-rays and noticed the broken tip of the screwdriver was in the patient. The surgeon was able to retrieve all pieces from the patient. The procedure was prolonged a few minutes due to the broken screwdriver tip.

Manufacturer narrative:
Device used for treatment. The device history record review revealed the qe accepted the nonconforming parts use as is because material is removed during assembly to finish the feature d1 to size. This nonconformance is not relevant to the complaint condition. The device is checked 100% visually and functionally at manufacture and passed. The product developement evaluation results revealed one of the six sides of the hex tip fractured in a "u" shape. The other 5 sides of the hex tip show wear. The fractured pieces were not returned for evaluation. (B)(4). This instrument was produced in january 2000 prior to implementation of the corrective action. The design risk assessment was reviewed and was found to be adequate for the intended use.

Manufacturer narrative:
One of the six sides of the hex tip has fractured in a "u" shape. The other 5 sides of the hex tip show wear. The fractured pieces was not returned for evaluation. This issue was addressed on several prior complaints and a correction was initiated to address it, the material was changed from 440a stainless steel to 465ph stainless steel. This instrument was produced in january 2000 prior to implementation of the corrective action. The design risk assessment was reviewed and was found to be adequate for the intended use.